Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on (B)(6) 2021 due to a system error. Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 84 complaints, regarding 410 devices, for this device family and failure mode. During this same time frame 1,947,800 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: these devices should never be used when: there is visible of damage to the exterior of the device such as cracked or damaged plastic; these devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.